Event description:
A complaint was reported by a distributor regarding a pump that was not charging. There was no information provided regarding the impact on the customer's blood glucose level. Additional information about any corrective actions taken by the customer or technical support was not provided.